Event description:
The customer reported that the etco2 on the device was not working. The function failed op check and a co2 equipment malfunction appeared on the main menu screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.